Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that after implantation the catheter was connected to the port and leakage was found when the physician inserted the needle into the port. A new device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that after implantation the catheter was connected to the port and leakage was found when the physician inserted the needle into the port. A new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is (B)(4). This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. As received, one etached catheter along with one half of split 7 fr x 10 cm peel-apart sheath, 12.5 cm introducer, j-tip guidewire with sheath and straightener, and one flushing connector with inlaid stiffening stylet for evaluation. Visual observation found two splits 23.6cm from the distal end of the catheter along the imprint of the cath-lock. A pinhole rupture was noted 12.8 cm from the distal end. The two splits were consistent with fractures due to cath-lock placement and the pinhole rupture is consistent with needle damage. Therefore, the investigation is confirmed for the alleged leak. The definitive root cause could not be determined based upon the available information. Which leak(s) were being reported as part of the original incident is unknown, it is unknown if any of the identified splits are incidental failures from the device's removal. The most likely root cause for the identified leaks are use related. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).